Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) revision procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI) #: (B)(4).